Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer's spouse reported via phone call indicating that the customer was hospitalized for congestive heart failure on (B)(6) 2016 with a blood glucose level of 47 mg/dl. Customer had fluid all over his body, swollen feet and was incoherent. The customer was treated for their blood glucose with glucose tablets. The customer was unable to troubleshoot the insulin pump at the time of the call. The customer did not return the product back for analysis.